Event description:
Caller reported a malfunction on the pump and there were no notable events that occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump, but the malfunction code recurred afterward. Cts decided to replace the pump and informed the customer that a replacement with updated software and training would be provided. The caller acknowledged the instructions, agreed to return the faulty pump, and understood the steps upon receiving the replacement pump.